Event description:
Additional information received from patient reported that after changing the programs they had no further problems. Patient's weight was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that symptoms were still occurring and they were unaware of the cause. The patient noted that the stimulation location difference was while they were driving and noted that they had no further location problems. The patient reported that no steps were taken to resolve the return of symptoms and stimulation in a different location on (B)(6) and noted that no one seemed to think there was a problem. The patient reported that the return of symptoms was still occurring and that it seemed to be getting worse. No further complications were reported or were expected.

Event description:
A patient reported stimulation location changed on (B)(6) 2017. The patient stated they lost therapy on (B)(6) 2017. The patient stated she felt stimulation in her hips and crotch areas, but now she felt it in the top part of their hip, the patient was not sure if it was where the battery or lead was put into her spine. The patient noted no trauma or falls related to the issue. The patient stated she also noticed on (B)(6) 2017, they had to go to the bathroom every 10 or 15 minutes or so. The patient stated since then it had calmed down and they had not had to go much at all. The patient stated she did feel stimulation in a different placed than normal, but they did confirm that it was not uncomfortable. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that troubleshooting performed related to the loss of therapy and change in stimulation location was that the sacral nerve stimulation (sns) was adjusted to lead 4 and amp 0.4. Actions/interventions taken to resolve the loss of therapy and change in stimulation location were that they reprogrammed the sns and the patient stated it was working. They were not sure what the cause of the loss of therapy and change in stimulation location was, and it was noted the loss of therapy and change in stimulation location had been resolved. No further complications were reported/anticipated.